Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. The expected therapy time was 46 hours, but the pump still had 70ml of liquid medicine left. The actual infusion time was 66 hours. The device contained fluorouracil and 0.9% normal saline for a total volume of 230ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic sample, shows fluid inside the device bladder which suggested an under infusion may have occurred. Functional flow rate testing must be performed on the actual device to verify the accuracy of the fluid flow; though, this is not possible due to the lack of a physical sample. Therefore, the reported event could not be refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.